Manufacturer narrative:
Evaluation summary: based on the information in the file, the root cause of the complaint is most likely related to a failure to follow the dfu. The file indicated the lens was 'loaded upside down and implanted' . The dfu instructs the user to load the lens anterior surface up. The cartridges have an imprint of the iol molded into the cartridge body which is visible on the anterior of the loading area to help demonstrate to the user the correct orientation of the lens when loading. Also the dfu instructs the user to bias the lens down inside the cartridge when loading. Mispositioning in the cartridge can result in delivery difficulties. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The reporter declined to provide further information; therefore, follow up was not able to be conducted. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was loaded upside down and implanted upside down. The lens remains implanted. Additional information was requested.